Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted.

Event description:
It was reported that the hahn tapered implant lacked primary stability. The implant procedure took place on (B)(6) 2019 on tooth #10. The patient had lots of dental work-no prior failure of implant, per the provider. The bone grade is noted as grade ii. The patient presented for the primary implant surgery on (B)(6) 2019 and returned on (B)(6) 2019 with the device in hand. The patient's current status is listed as "normal" per provider.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Returned sample: the implant was returned with a cover screw attached but not in original package. The implant was verified to be a hahn tapered implant 3.5 mm x 16.0 mm (70-1154-imp0008) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed from the implant. Returned part inspection results: no evidence indicated that the implant was defective. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: probable causes of lack of primary stability at the osteotomy site could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. IFU 570 rev 2.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration". The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."